Event description:
It was reported the patient had been residing in a nursing home for the past three years. Over the past six months prior to the report the patient reported increased thoracic pain and had not felt stimulation during that time. The physician requested reprogramming before an office visit. After further questioning the patient was unable to recall recharging over the life of the implant and stated she didn¿t have a charger nor has she had one since she came to the home. The manufacturer¿s representative (rep) used their spare recharger to try and perform a trickle charge but was unsuccessful. It was the rep¿s opinion that the battery had been overdischarged for several years. There was a suspected overdischarge but it was unknown what number it was. A physician mode recharge (pmr) was not performed and no diagnostic testing or troubleshooting was performed as it wasn¿t required. The issue was not resolved. It was later reported that the battery was unable to be recovered. The patient was going to follow-up with the physician regarding replacement with a primary cell device or other treatment options.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).